Manufacturer narrative:
The date of the product return was not provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was no audio on the device. No patient involvement.